Event description:
Reporter alleged discrepant blood glucose results of 139, 149, & 85 mg/dl when all tests were performed within 10 minutes on the compact system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: compact test strip drum lot number 20647842 and expiration date of 04-30-07.

Manufacturer narrative:
The suspect product is the compact test strip drum.